Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference or any angulation or kink in the delivery system upon deployment and 12f size delivery system was used. The cause of the reported incident could not be conclusively determined. Per the amplatzer septal occluder instructions for use, (B)(4) revision c, the reference for the sheath size delivery system for use with a 26 mm amplatzer septal occluder is an 10f.

Event description:
It was reported that on (B)(6) 2023, a 26mm amplatzer septal occluder was chosen for implant using 12f non-abbott delivery sheath. During deployment the physician noticed that the device had a cobra deformation and they retrieved the device back. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable.

Event description:
It was reported that on (B)(6) 2023, a 26mm amplatzer septal occluder was chosen for implant using 12f non-abbott delivery sheath. During deployment the physician noticed that the device had a cobra deformation and they retrieved the device back. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment, and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.